Event description:
Ous MDR - after an implant duration of about 48 months, this device was explanted due to oversensing with inappropriate shocks. The event date and the implant date were not provided.

Manufacturer narrative:
Ous MDR.